Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 105, which was reproduced during eval. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.